Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# v021705, implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that his lead was protruding and exposed from his scalp and was contaminated, so it needed to be replaced. They tried to salvage the implantable neurostimulator (ins), but it became infected and had to replace that as well. The lead issue occurred in (B)(6) 2015 and the ins became infected in (B)(6) 2015. The patient's indications for use were essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.